Manufacturer narrative:
Correction to previous statement, no products were returned for investigation by the customer. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
The customer's meter was returned. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The investigation is currently ongoing.

Event description:
The initial reporter complained of questionable glucose results from a accu-chek inform ii meter serial number (B)(4). At 14:07 the meter result was 69 mg/dl. At 14:08 the meter result was 365 mg/dl. The glucose result from a sample collected at 14:41 and tested in the laboratory was 65 mg/dl. Based on the laboratory result, the meter result of 69 mg/dl was deemed to be correct. There was no allegation of an adverse event. Control results from the day of the event were acceptable. The test strips were requested for return but are not available as there were no test strips remaining.